Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number of the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultra-sound guided kidney biopsy into normal density tissue, the top slide of the device allegedly self activated while retrieving the tissue sample. It was further reported that the procedure was completed with another device and a coaxial was not used. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: two maxcore biopsy needles were returned for evaluation. Ibc stated that the user returned two devices, however, it was unknown which device experienced the failure. Functional evaluation was not possible for either device due to the received sample condition (incidental needle bends). Both devices were disassembled and no anomalies were noted. Therefore, the investigation is inconclusive for the alleged self-activation.the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during an ultra-sound guided kidney biopsy into normal density tissue, the top slide of the device allegedly self activated while retrieving the tissue sample. It was further reported that the procedure was completed with another device and a coaxial was not used. There was no reported patient injury.